Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx plus valve; product ID: evfxplus-29; serial: (B)(6); UDI: (B)(4); manufactured date: 2026-01-15; use by date: 2028-01-15; implant date: on (B)(6) 2026; FDA site ID: 9617601. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient with a severely calcified bicuspid aortic valve, pre-procedure computed tomography (CT) measurements showed compatibility with an evolut fx+ 29 mm transcatheter aortic valve. The aortic valve was pre-dilated with a 23 mm balloon. During valve positioning, multiple partial recaptures were required due to positioning, including the valve being positioned too low on the first attempt, and a partial dislodge of the valve into the aorta on the second attempt. The valve was subsequently positioned correctly and released in a satisfactory location. Final aortography raised suspicion of a small dissection at the level of the aortic root. A subsequent CT scan confirmed a small dissection flap (5 mm) at the level of the sinotubular junction. The patient remained hemodynamically stable.

Event description:
Additional information was received that the computed tomography (CT) was performed the following day confirming the dissection.

Manufacturer narrative:
Corrected data: b5 - corrected from "additional information was received that the was performed the following day confirming the dissection." To "additional information was received that the computed tomography (CT) was performed the following day confirming the dissection."updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the was performed the following day confirming the dissection.

Manufacturer narrative:
Updated data: b5 d4 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Coding previously inadvertently omitted. H6: the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.